Event description:
It was reported that, surgeon commented that patient's femoral head collapsed. Thought patient may have fallen, gamma nail was removed. During removal femoral inner rod for lag screw handle was bent. Nail was removed and surgeon implanted a cemented stem.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.